Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic aortic valve an ultrasound identified mild arterial pulmonary hypertension. Three days following the valve implant severe arterial pulmonary hypertension and severe tricuspid regurgitation were identified. No patient discomfort present and no treatment was required for the hypertension or regurgitation. The physician indicated the severity was considered mild for both the hypertension and regurgitation as result. The physician indicated the hemodynamic changes were due to the post-operative aortic stenosis release, and rather nothing to do with the procedure itself. The physician indicated this arterial pulmonary hypertension and tricuspid regurgitation were not related to the valve or valve implant procedure. Approximately 34 days later this arterial pulmonary hypertension and tricuspid regurgitation were resolved. No adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be documented in the file due to regional privacy regulations. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pulmonary arterial hypertension and tricuspid regurgitation had not resolved.